Manufacturer narrative:
Added medical history. ¿mesh separated¿. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: (B)(6) 2001: (B)(6) medical center. (B)(6), do. History and physical. Chief complaint: (B)(6) y/o caucasian female with bulge in mid abdomen below umbilicus. Patient has had 3 c -sections and one previous incisional hernia repair. Denies pain or discomfort but states that the bulge is most prominent when standing or doing strenuous activity. No gi complaints or symptoms. Physical exam: fascial defect below umbilicus, reducible, no hepatosplenomegaly, no abdominal masses. Admitting diagnosis: recurrent incisional hernia. Course of action planned: laparoscopic incisional hernia repair. (B)(6) 2001: (B)(6) medical center. (B)(6), do. Indications: ¿the patient is a (B)(6)-year-old white female who has had three previous cesarean section and has a bulge in the mid portion of the incision between the umbilicus and pubic symphysis. She states that this had herniated previously and was repaired during one of her cesarean sections, but has now recurred and is most prominent when lifting or standing. She states that the bulge diminishes when she lies supine. Her past surgical history is significant for an open cholecystectomy and three cesarean sections, as well as an appendectomy.¿ implant procedure: laparoscopic repair of recurrent incarcerated incisional hernia with ¿gore -tex dual mesh¿ prosthetic patch. Implant: gore® dualmesh® biomaterial (1dlmc03/p16515-021, 10cm x 15 cm x 1mm). Implant date: (B)(6) 2001 (hospitalization (B)(6) 2001). (B)(6) 2001: (B)(6) medical center. (B)(6), do. Operative report. Preoperative and postoperative diagnosis: recurrent incarcerated abdominal incisional hernia. Anesthesia: general. Estimated blood loss: less than 50 cc. Complications: none. Procedure: ¿the patient was brought to the operating room and prepped and draped in the usual fashion in the supine position under general endotracheal anesthesia. An 11 blade was used to make an incision in the left upper quadrant. Dissection was carried down to the subcutaneous tissue and the optivue trocar was then passed under direct vision into the abdominal cavity. No injury to the bowel was noted at the time of insertion of the trocar and three additional trocars were placed in each quadrant under direct vision. The only adhesions noted in the patient were those just below the umbilicus at the site of the incisional hernia. The hernia contents were carefully reduced in the abdominal cavity. These consisted of omentum. Once the fascial defect had been identified and delineated a 10 x 15 cm gore-tex 1 mm dual mesh was selected. Anchoring sutures were placed in all four quadrants and the mesh was inserted in the abdominal cavity. It was stapled to the anterior abdominal wall fascia with a pro-tacker suture, covering the defect satisfactorily. At the conclusion of the repair, no evidence of intra-abdominal bleeding was present. The trocars were all removed under direct vision and each incision was closed with interrupted 4-0 undyed vicryl subcuticular sutures. Marcaine was infiltrated for postoperative analgesia and sterile dressings were applied. All needle, sponge and instrument counts were correct. Patient tolerated the procedure well and was taken to the recovery room in satisfactory condition.¿ (B)(6) 2001: (B)(6) medical center. Implant sticker. ¿gore-tex dualmesh biomaterial.¿ item#: 1dlmc03. Lot#: p16515-021. Revision preoperative complaints: (B)(6) 2002: (B)(6) medical center. (B)(6), do. History and physical. Chief complaint: ¿(B)(6) y/o caucasian female c/o bulge and discomfort in abdomen near lower right aspect of abdominal incision, just below umbilicus to right of midline. Exam shows a defect in lower portion of the previous repair. Laparoscopic evaluation and repair recommended. Risks and complications explained.¿ physical exam: abdomen: fascial defect in lower abdomen to right previous incision. Admitting diagnosis: recurrent incisional hernia. Course of action planned: laparoscopic incisional hernia repair. Revision procedure: laparoscopy with open repair of recurrent incarcerated incisional hernia. Revision date: (B)(6) 2002 (hospitalization (B)(6) 2002). (B)(6) 2002: (B)(6) medical center. (B)(6), do. Operative report. Preoperative and postoperative diagnosis: recurrent incisional hernia. Anesthesia: general. Estimated blood loss: less than 100 cc. Complications: none. Procedure: ¿the patient was brought to the operating room and prepped and draped in the usual fashion in supine position under general endotracheal anesthesia. A #11 blade was used to make an incision in the left upper quadrant. Through this incision the non-bladed trocar was advanced under direct vision into the peritoneal cavity. There was no injury to the bowel or underlying structures. The abdomen was insufflated and two additional trocars were placed in the right and left lower quadrants. The previously placed mesh was identified and there appeared to be a separation of the mesh from the abdominal wall fascia inferolaterally on the right. The hernia contents included omentum and these were reduced in the abdomen and adhesions divided. It became apparent that repair from inside would be difficult, therefore an incision was made along the right lower quadrant and lateral aspect of the hernia. The sac was opened and the peritoneal sac excised. The mesh was then secured to the lateral recuts fascia with interrupted horizontal mattress #1 prolene sutures x 4. At the completion a good tension-free repair was noted with complete obliteration of the hernia defect. The subcutaneous tissue was then irrigated and this was then closed with 3-0 vicryl suture. All incisions were closed with staples. Sterile dressings were applied. All needle, sponge and instrument counts were correct. The patient tolerated the procedure well and was taken the recovery room in satisfactory condition.¿ it should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2001 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2002, an additional procedure occurred to revise the mesh. It was reported the patient alleges the following injuries: mesh separated requiring revision surgery on (B)(6) 2002. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.